Event description:
It was reported via FDA/mw report (B)(4) the following information: "registered nurse (rn) was to insert a small-bore feeding tube to start nutrition on the patient. Per unit standard, the rn attempted to place the tube with cortrak 2 enteral access system. The rn attempted several insertions with difficulty and asked two other rns to try. During leadership follow-up, the primary rn mentioned receiving a message on cortrak screen. The other rns attempted and ran into difficulty and aborted the procedure. Following these attempts, the primary rn placed the feeding tube blindly. An abdominal x-ray was taken to verify small-bore feeding tube placement. The x-ray interpretation was the feeding tube was in the stomach and the provider was notified to start feedings. Due to patient's habitus, the receiver was unable to lay flush against the patient. Over next several hours, the rns noticed increased CT output and change in color. The provider was notified regarding signs and symptoms of sepsis. Four days after placement, a bronchoscopy revealed the cortrak tube had been misplaced in the lung. Due to prolonged recovery, age, and events, the family transitioned the patient to comfort." Incident occurred the intensive care unit (ICU). The patient died in (B)(6) 2023.

Manufacturer narrative:
H6: health effect - impact code/no code: bronchoscopy; death. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 13-jul-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text : device not returned.